Event description:
It was reported that the cement hardened 8 mins completely though usually it hardens 12-13 mins. The patella could not be fixed properly so another cement was used instead of it and the procedure was completed. The op room temp was 24c. It was stored in the 25c environment. It was stored in the refrigerator the day before. The temp of the refrigerator was about 4c. Vacuum was used with revolution (stryker product) antibiotic and other substance which effects the setting time was not there. The setting time is recorded by stop watch. The storing temp and humidity of mixing system (revolution) was not specified.

Manufacturer narrative:
The cement was discarded. Additional info has been requested and if received will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.